Event description:
Customer reports one incident of a blood leak on reuse number 45 at the end of treatment just prior to rinseback noted by a blood leak alarm and visible blood in the dialysate compartment. Estimated blood loss was 250 cc. Treatment terminated and blood not returned. No pt injury or medical intervention reported.